Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical product: product ID 8637-40 ,serial# (B)(4) implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
The device was returned to the manufacturer with no known complaint. The device underwent routine analysis. The indication for use regarding the pump was intractable spasticity.